Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that the system was not producing images and that there were black line on the monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.